Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that left ventricular lead dislodgement was was confirmed via x-ray. The lead was explanted and replaced.